Manufacturer narrative:
Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. No parts have been received by manufacturer for evaluation.

Event description:
A medtronic representative reported that during a spinal fusion procedure a screw driver broke as the patient had very sclerotic bone. The procedure was completed with the use of navigation. There was no delay to procedure. No impact on patient outcome.